Event description:
It was incorrectly reported that the ICD detected high shock impedances. The observed high impedances were rv pacing impedances.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedances and oversensed noise on the right atrial (ra) lead. Boston scientific technical services (ts) noted there have been some jumps in ra impedances and that the noise is indicative of oversensing of the minute ventilation (mv) sensor. Ts recommended additional troubleshooting to rule out a lead issue and reprogramming the mv sensor off. The patient was brought back into the clinic; provocation testing was unable to recreate high impedances and/or noise. The mv sensor was programmed off and the patient will be monitored. No adverse patient effects were reported. The device remains in service.